Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified. The analog board was replaced to resolve the complaint. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.